Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
Us complainant reported the patient was on impella cp support. While on support, the patient was bleeding from surgical site overnight. Suction was noted. The patient was taken back to the operating room for repair. Unable to get flow above p1 without suction. The patient was given volume. The sterile sleeve was ripped at the junction of the tuohy lock. Provider continued to reposition and the sleeve was secured. Additionally, the patient required bilateral calf fasciotomies. The patient continued to have decreased pulses. The patient eventually expired after the family decided to withdraw care.

Manufacturer narrative:
The investigation for the low pump flow, limb ischemia, access site bleed, and product damage has been completed. The pump was not returned for evaluation. Without additional clinical details, the root cause of the access site bleeding - major cannot be determined due to lack of clinical information and product returned. The root cause of the product damage - sterile sleeve damage is most likely due to use as it became ripped when the physician was attempting to reposition the device. The data logs were not returned. Based on the clinical description provided, the root cause of the low pump flow is most likely due to the patients condition. The root cause of the limb ischemia could not be determined without additional clinical details. Corrections to the initial MFR report: d4 model number.